Manufacturer narrative:
The device was evaluated at customer site by philips fse. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, a defibrillator test is performed which resolved the issue and the product is back in service. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on the dfm100 device indicating that the battery isn't working. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.